Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp and the reported malfunction was not replicated or confirmed. The multifunction cable was observed as worn, the cable was replaced as a precaution the device passed all final testing and was returned to the customer. No trend is associated with reports of this type.